Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that he was hospitalized on (B)(6) 2016. A 911 call was made. The insulin pump alarmed no delivery. The customer had a diabetic ketoacidosis. Customer's blood glucose level was 1,175 mg/dl. He was vomiting, nauseous, had difficulty breathing, and had a heart attack. His high blood glucose level was treated with IV drip. The customer passed out and was lethargic. He was wearing the insulin pump at the time of the 911 call. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.